Manufacturer narrative:
.

Event description:
The patient reported that she has not been using her dbs system for the past two months. The patient reported that she shut if off, because she was not having any symptom control. The patient also reported tingling sensations in her arm, and tongue as well as her hand becoming more spastic when the stimulator was turned on. The patient reported that she has not had symptom control since her old neurostimulator was replaced with a new neurostimulator. The patient was redirected to see her physician for reprogramming. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.